Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was not confirmed. However, visual examination of the sample noted a ruptured bladder in a non-footed position. An additional complaint file was opened to investigate the condition found in service. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Baxter (B)(4) received a report that an intermate leaked at an unspecified location. The contents of the device are currently unknown. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. The facility did not have information regarding whether there have been any reports of patient injury or medical intervention in association with this event. The sample is available. No additional information is available.